Manufacturer narrative:
Product ID: 37022, lot# serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient accidentally plugged the wrong external neurostimulator (ens) into the trialing cable and turned stimulation on. The patient had 2 enss for her trial. The ¿wrong¿ ens she plugged into had much higher amplitudes than the one intended to be used. The stimulation was so strong that she couldn¿t talk or move. The patient¿s husband disconnected the ens. The patient tried to stand and fell, injuring her left foot. The foot was later xray¿d and found to have a hairline fracture. The patient has a brace/boot to support this foot. The patient turned the stimulation off for the day and then turned it back on the next day using the correct ens. The patients status was noted to be alive/with injury. Additional information was requested, if received, a follow up report will be sent.